Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his left side on or about (B)(6), 2009. Patient was injured and damaged due to metal-on-metal wear, as well as elevated levels of chromium and cobalt in his system. Patient has complications with his ability to walk and with his mobility. Patient has not yet scheduled a revision surgery.

Event description:
Update rec¿d 1/8/2015 - medical records received. Patient revised to address pain. Soft tissue abnormalities were noted. This is a resurfacing hip, which does not have a sleeve and stem. The information received does not change the MDR decision. This complaint was updated on: 01/27/15.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.